Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3487a-56, lot # v298141, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v298141, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that there was a confirmed 3rd overdischarge. There was also unknown power on reset (por). They tried to interrogate, but the device was overdischarged. A physician mode recharge (pmr) was not performed. The patient did not know at this time if he wanted to do anything with the discharged device. The reason for the patient overdischarge was the patient was non-compliant and had not charged or used his device in a year. The patient did not want to take action at the time. It was noted the patient was in the hospital for another ailment not in relation to the device. No patient symptoms reported. The patient was alive with no injury at the time of this report.